Event description:
It was reported that the stent was damaged and failed to expand, requiring placement of additional stent. The 80-85% stenosed target lesion was located in the non-tortuous and mildly calcified peripheral artery. A 7x150, 130 cm eluvia stent was selected for treatment. The device was prepared and attempted to be deployed as normal via contralateral approach. However, during deployment, it was observed that the distal one-third of the stent appeared twisted, resulting in only 75-80% (120 mm) of the stent expanding fully. The procedure was completed after placement of a second eluvia stent to open the twisted area, followed by lining both stents with a long non-boston scientific stent graft. There were no complications as a result of this event, and the patient fully recovered following the procedure.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the eluvia stent was returned to our post market quality assurance laboratory. The device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile examination found no issues with the tip of the device. A visual and tactile examination found the sheath of the device to be kinked at more than one location. A visual examination found the rack section of handle to be broken. The proximal section of the separated rack was not returned for analysis. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the eluvia device confirmed that the event of stent material deformation and stent failure to expand are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the stent was damaged and failed to expand, requiring placement of additional stent. The 80-85% stenosed target lesion was located in the non-tortuous and mildly calcified peripheral artery. A 7x150, 130 cm eluvia stent was selected for treatment. The device was prepared and attempted to be deployed as normal via contralateral approach. However, during deployment, it was observed that the distal one-third of the stent appeared twisted, resulting in only 75-80% (120 mm) of the stent expanding fully. The procedure was completed after placement of a second eluvia stent to open the twisted area, followed by lining both stents with a long non-boston scientific stent graft. There were no complications as a result of this event, and the patient fully recovered following the procedure.